Event description:
It was reported that the buttons on the unit were broken. It was further reported that the unit displayed an e-1 error.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.